Event description:
Info received indicates, the swivel ratchet is slipping on both foot end casters after the brake is set.

Manufacturer narrative:
The technician replaced the casters to repair the stretcher.